Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. One unpackaged ar-9202-28h serial/batch number04512137 was received for investigation. Functional testing with a matting part t-handle ar-9202-15h, batch 8001602, found that the device attached to the handle without issues. Upon visual evaluation, scratches on the hudson adapter and nicks on the cutting blades were noted. No problem found.

Event description:
On 4/5/2023, it was reported by a sales representative via sems that an ar-9202-28h univers ii reamer had an issue. This canal reamer "device" was attached to a reamer "t-handle" in a normal manner and would not lock onto the t handle. A second t handle was used and it would not lock onto the device as well. The next size larger calar reamer was used to complete the surgical procedure in a standard fashion. No added time or adverse event occurred. This occurred during use with no patient harm. Additional information has been requested. On 4/7/2023, the sales representative provided the following information via email: this occurred during a reverse tsa procedure on (B)(6) 2023. No piece of the instrument broke while it was not locking. The bone quality of the patient was not provided.